Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection was performed and the following observations were noted: tamper seals were not intact. Cracked and chipped out both front corner of top case also cracked on right plunger case and battery door. Functional testing and occlusion tests were conducted. The motor rate error was found during occlusion testing. Issue was also identified in event history log review. The reported issue was confirmed. The root cause was determined to be normal wear due to device age. The following actions were taken: replaced motor assembly with stepper motor, worm gear, leadscrew and clutch halves. Performed preventative maintenance. Additional repairs included: replaced top and bottom cases and right and left plunger cases. Installed cable guard. Cleaned, greased and calibrated the device. Device functional and occlusion tests all passed after repair.

Event description:
It was reported that the device presented a motor rate error message. No patient injury was reported.